Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported regarding plunger went over iol and there was patient contact. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced to mid-nozzle. The lens was not returned. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the plunger underride could not be determined. The device was not returned in the reported condition. The lens was not returned wit the device. A plunger override could not be verified. No damage was observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Corrected information was provided in h.10.(corrected underride typo to override). The root cause for the plunger override could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product code 2339 was reported in error on the initial report. The manufacturer internal reference number is: (B)(4).